Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. The complaint will be re-open when there is sample received for this complaint. The complaint trend will be tracked and monitored.

Event description:
It was reported that the bd¿ arterial cannula with flowswitch needle pierced through the catheter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in operation room I, after the patient entered the room, the nurse performed arterial puncture for invasive blood pressure monitoring. When the arterial indwelling needle was returned, the needle core was found to come out from the side of the needle, and the needle was immediately replaced and reported to the procurement department."